Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. The investigation also determined this device exhibited oversensing of noise generated by the mv/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation mv/sensor signal oversensing advisory population.

Event description:
It was reported that a sam event occurred due to minute ventilation noise, on the right atrial (ra) lead. Later, the lead pace impedance had a measurement that was greater than 2000 ohms. Lead testing showed good performance, so the lead was programmed back to bipolar configuration and the safety switch alert was turned off. The patient will be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.